Manufacturer narrative:
Concomitant medical products: 7% tetracaine, moisturizing mask and cream, juvéderm® voluma¿ with lidocaine. (B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "infection", "wound", "scar", and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvederm® voluma¿ with lidocaine in the cheeks, and 1 ml of juvéderm® volbella¿ with lidocaine in the lips. 3 weeks later, patient called clinic to report pain in right cheek. Patient referred to the ER by hcp. On examination, infection was also noted in the right cheek. Patient was treated with hylase and prescribed flucloxacillin 1 mg, prednisolone 5 mg. Treatment was continue all summer. Hcp went on to note: "unclear just what happened, what kind of injury [they] suffered and what it was from," "wound has healed, however patient has a scar/mark on the cheek." This is the same event and the same patient reported under MDR ID# 3005113652-2018-01358 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.